Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
It was reported that once the 1st revision surgery was completed (it¿s reported as (B)(4)) and the 2nd revision surgery was completed (it¿s reported as (B)(4)). It was reported that the 3rd revision surgery was performed on (B)(6) 2019 by replacing the cup (p/n: 121722054), the constrained liner (manufactured by zimmer), the head (p/n: 152190059) due to dislocation from the cup. The surgeon considered that the cause of dislocation was caused by the loading of the constrained liner. The surgery was completed, and it was unknown whether there was a surgical delay or not. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: mwr-03042019-0000392555 under manufacturer report number: 1818910-2019-89675 was created in error and was being retracted after reportability status was changed from serious injury to not reportable.